Event description:
A cartridge alarm was reported during the insulin pumping process. Blood glucose level remained below 500 mg/dl, indicating no adverse impact. To resolve the issue, which occurred twice, the customer had to change the cartridge both times to resume normal insulin delivery. No additional details about the lot number of the cartridge were available.